Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was not performed as nurse wanted customer to have additional training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.